Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, an attempt was made by the nurse to pull the brush back into the catheter and felt moderate resistance; brush was unable to fully retract. Catheter was then straightened completely by the physician and noted the brush to fully retract back into the catheter. Brush was then inserted into the common bile duct but was unable to extend out of the catheter. The procedure was not completed due to unavailability of another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; wire broke.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Investigation findings: wire broke. Investigation results visual evaluation of the device presented the brush retracted, kinks were found along the catheter and the drive wire. Functional testing showed that the handle moved independently of the drive wire. The device was disassembled and revealed that the wire was broken at the distal part of the handle cannula. The complaint that the brush would not extend was confirmed. Manipulation of the device during the procedure could cause the catheter and drive wire to kink which would result to resistance in the handle. Continued actuation against the resistance would lead the wire to break, thus, making the brush not extend. Therefore, the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.